Event description:
It was reported the patient received inappropriate shock therapy due to noise. The lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.internal insulation abrasion under the rv shock coil was noted at 50.8-51.4cm from the connector pin. The etfe coating as abraded at this location, consistent with the field observations of noise and inappropriate therapy.